Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Supply changes were performed and the occlusion alarms continued. The customer's blood glucose (bg) level was 328mg/dl. A correction bolus via the pump was delivered and a manual injection was administered to address the bg level. A system check was performed with the current supplies and the occlusion was found to be within the cartridge. A cartridge and infusion set change was performed and a correction bolus was delivered without additional occlusion alarms occurring.